Event description:
User detected the needle stuck and cannot be advanced or retracted. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. 1. Are images of the device or procedure available? No. 2. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? No information provided. 3. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No. 4. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? No information provided. 5. If the device is a procore needle, is the device damage located at the notch / core trap? No information provided. If no, please specify where the damage is located: _____________________. Procore. 6. Please describe the location in the body for the intended target site (pancreas, stomach, lungs etc.). Bronchial. A. If the lungs, which lymph node was being targeted? E.g. 2r, 2l, 4r, ao, ar, 11ri, 11s etc. B. 2r, 2l, 4r, ao, ar, 11ri, 11s. 7. Please describe the size of the intended target site. No information provided. 8. If not with the device in question, how was the procedure performed and/or finished? Changed to another device. 9. Was the device used in a tortuous position? No information provided. 10. Are images of the device or procedure available?no information provided. 11. Was it damaged in packaging before removal? No. 12. Was it damaged on removal from packaging? No. 13. Was force required to remove the device? No. For complaints occurring during use (once in contact with endoscope) also ask. 14. What is the endoscope manufacturer and model number that was used? Olympus. 15. Was force required on insertion of device into scope? No. 16. When was the issued noted? E.g. On advancement of the sheath/needle or on needle retraction? No information provided. 17. Was difficulty experienced while retracting the needle? No. 18. Was the syringe used during the procedure, after the stylet was removed? Yes. 19. Was the needle able to be fully retracted before removing from the patient? Yes. 20. Was gaining access to the targeted site difficult? No. 21. Was the endoscope in a flexed or twisted position at any time during the procedure? No. 22. Was needle penetration of the targeted site difficult? No. 23. Was the stylet partially removed prior to advancement of needle? Yes. 24. How many biopsies/passes were obtained with use of this needle? Yes. 25. Did any section of the device detach inside the patient? No. 26. If kinked below the sheath extender, did they notice the kink before placing the device into the scope? No information provided. 27. Was there difficulty or slipping experienced of the sheath extender or lock ring during use? No. 28. Was there difficulty in attachment / detachment of the leur to the scope? No. 29. If the device is procore and it is kinked distally, is the kink at the notch / core trap? No information provided. Procore. 30. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? No. 31. Was there difficulty in attaching or detaching the device to the accessory channel port on the scope? No. 32. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? No information provided. 33. If an ebus procedure did the needle tip hit the cartilage rings of the trachea? No. Ebus.

Manufacturer narrative:
PMA/510(k): k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Device evaluation: 1 unit of lot c2185177 of echo-hd-22-ebus-o was returned evaluation opened in its original packaging. The device related to this occurrence underwent a laboratory evaluation on 21 jan 2025. On evaluation of the devices the following observations were made: visual inspection: device returned with stylet not fully inserted into device. Kink below sheath extender observed. Distal end of needle examined, and no issue observed. Biological matter observed on distal end of needle. Functional inspection: sheath extender able to advance and retract without issue. Needle able to advance and retract without issue. Unable to remove stylet from device. Needle removed from device and kink below sheath extender observed. Use error complaints are considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Trending will monitor if any future investigation is required. Manufacturing records: prior to distribution, all echo-hd-22-ebus-o devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for echo-hd-22-ebus-o of lot number c2185177 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label: the warnings section of the instructions for use, ifu0051 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". And precautions sections of the IFU instructs the user to "ensure the stylet is fully inserted when advancing the needle into the target site." There is evidence to suggest that the customer did not follow the instructions for use (ifu0051). Image review: an image was not returned for evaluation. Root cause analysis: the definitive root cause can be attributed to use error. According to the instructions for use (IFU), the stylet should be fully inserted when advancing the needle into the target site. It was clarified with the customer that the issue was related to the stylet¿not the needle¿and that the stylet had become stuck. The issue encountered¿"stylet stuck"¿is likely the result of a proximal kink observed during the lab evaluation, which may have occurred because the stylet provides support to the needle. Therefore, the stylet not being fully inserted could potentially contribute to the proximal kink. Corrective action/correction: complaints of this nature will continue to be monitored for potential emerging trends. Summary of investigation: confirmed quantity of 1 device, confirmed used. According to the initial reporter, the patient did not require any additional procedures due to this occurrence. Investigation findings conclude that the definitive root cause can be attributed to use error. According to the instructions for use (IFU), the stylet should be fully inserted when advancing the needle into the target site. It was clarified with the customer that the issue was related to the stylet¿not the needle¿and that the stylet had become stuck. The issue encountered¿"stylet stuck"¿is likely the result of a proximal kink observed during the lab evaluation, which may have occurred because the stylet provides support to the needle. Therefore, the stylet not being fully inserted could potentially contribute to the proximal kink. Complaint is confirmed based on visual and/or functional inspection

Event description:
Supplemental report is being submitted due to the completion of the investigation on 05-aug-2025. Additional information received on 20 jan 2025 ¿ ¿[confirmed use error]. Additional information received on 14 jul 2025 ¿ ¿[confirmed stylet stuck- not needle as per original description].